Event description:
This complaint is now reportable based on analysis completed on 07/20/2009. It was reported that during a coronary drug eluting stenting treatment procedure, the device could not cross the lesion. The 80% stenosed lesion was located in a severely calcified and severely tortuous mid left anterior descending artery. No pt injuries or complications occurred. Pt's status is satisfactory. Product analysis revealed a shaft break.

Manufacturer narrative:
A visual and microscopic examination identified that the device was returned in two for analysis as a result of a break that occurred in the shaft. The break was measured at approx 20.5cm distal from the catheter strain relief (csr). This type of damage is consistent with excessive force being applied to the delivery system. No kinks or damage were noticed along the shaft of the device. A visual and microscopic examination of the crimped stent found no issues. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing records were reviewed and no issues or discrepancies were found and met all specifications. The most probable root cause classification is operational context as device performance was limited due to anatomical/procedural factors.